Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Post implant procedure, after leaving the catheterization lab, the patient began coughing and experienced a small amount of hemoptysis. A computed tomography scan was performed, and it was negative for any bleeding. The hemoptysis and cough spontaneously resolved on its own. Physician reportedly feels the slight hemoptysis was most likely related to high pa pressures, not perforation. The patient remained in stable condition.